Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately fifteen years and three months post filter deployment, a computed tomography of abdomen showed filter tilted with multiple strut perforations. Filter fractured with fragment in retrocaval space. Therefore, the investigation is confirmed for the reported perforation, filter strut detachment and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully in a patient with pelvic fracture and hyper coagulation. Approximately fifteen years three months and five days later post filter deployment, the filter tilted, strut detached and perforated the inferior vena cava. The device has not been removed. There was no reported patient injury.

Manufacturer narrative:
Our firm received an FDA email correspondence on (B)(6) 2024 from MDR data systems team, (B)(6), indicating that the information (specifically the unique device identifier (UDI) information in section d) of the previously submitted FDA form 3500a, was incorrect and a request was made to submit supplemental report(s) with the entire UDI number including the di and pi fields, all numbers, letters, parentheses, and symbols in the ¿unique device identifier (UDI) #¿ fields. This supplemental report is in response to that request. **UDI related data quality updates only** the catalog number identified in section d4 was obsoleted prior to 2015; therefore, the UDI requirement is not applicable for this device. D4: lot#/medical device expiration date- although the lot number was requested, it was not provided by the complainant; therefore, the exp date is na.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, in a patient with pelvic fracture and hyper coagulation. Approximately fifteen years three months and five days later post filter deployment, the filter tilted, strut detached and perforated the inferior vena cava. The device has not been removed. There was no reported patient injury.